Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer had blood glucose of 538 mg/dl. Customer was camping and was not sure why blood glucose elevated but thought he was having a heart attack. The customer experienced symptoms such as difficulty breathing and pain in the back of chest. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer reported that insulin pump was working as designed, customer called back to completed high pressure test and was not able to do test due to recent infusion set change.